Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to recharge their ins more frequently. They stated that they used to charge every 13 days and now it was down to 11. They stated that when they first got their device they could go close to 20 or 22 days between charging. They stated that they first noticed it went down to every 13 days in (B)(6) 2019 and then recently probably end of (B)(6) or (B)(6) 2019 it went down to 11. The patient was redirected to follow-up with their healthcare provider (hcp) if they were concerned about the recharge frequency. Additional information was received from the patient. The patient reported that he couldn¿t specify anything that had changed that would cause an uptick in usage thereby needing to charge sooner. The patient reported that he seemed to be charging more frequently. The patient reported that when he was first implanted in (B)(6) 2018 it was 18-20 days, then down to 13 and now he was charging every 11 days. The patient reported that at this rate of decline within the next year he would be charging every 6-7 days. The patient reported that he was told that this was a 9-year battery and this was only his second year. The patient reported that the issue of having to recharge the implant more frequently hadn¿t been resolved and the steady decline had continued. No further complications were reported.